Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed service code 204 and was unable to communicate with an electrode belt. The monitor's the root cause for the damaged connector was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor displayed a service code 204 (belt/monitor unusable).